Event description:
The pt reportedly experienced intermittency between the external equipment and the cochlear implant. External equipment was exchanged; however, the problem was not resolved. Testing and surgery to explant the pt's device were scheduled.